Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst, swelling and radial folds.

Event description:
Patient reported left side "cyst", "rupture", "swelling", "radial folds" and "pain." The device has been explanted and replaced.